Manufacturer narrative:
The report of the fluid infusing too quickly could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 50ml secondary infusion of magnesium sulfate was programmed to infuse over 4 hours however it finished in 1 hour and 23 minutes with a volume infused of 110.2 mls. There was no patient harm.